Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the surgeon had suture broke post op on a patient that had a portacath done. She had to be readmitted and have another surgery to correct. Of the device break off and if so was it within the patient's cavity? Was any device component not recovered from within the patient? Was an x-ray used for the purpose of locating the device components that would not have otherwise been needed or scheduled?